Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. Customer tried to reboot the system, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.2 pockets e1 and b1 were not detected on the bus. The field service engineer (fse) inspected the machine and reseated the row board cable on the drawer controller board, which had been partially disconnected. The customer tested the station and confirmed satisfactory operation. The system functioned as intended after field service engineer repaired the device.